Event description:
It was reported by svc report that the bed was not functional and had no power due to the auxiliary power cord being plugged into the wall instead of the main power cord. The customer could not determine whether there was pt involvement or adverse consequences occurred.

Manufacturer narrative:
Result: incorrect power cord was plugged into the wall outlet.